Manufacturer narrative:
Investigation: a review of the device history record was completed for batch# 9140530. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use the safety mechanism does not close with a bd syringe sftygld 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that safety mechanism does not close.

Manufacturer narrative:
"The customer reported a possible lot number to be involved. Medical device lot #: 9140530, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-20 . " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety mechanism does not close with a bd syringe sftygld 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that safety mechanism does not close.